Manufacturer narrative:
Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/20/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2011 via the right common femoral vein as a prophylactic prior to bariatric surgery. No retrieval attempts were noted. Plaintiff is alleging migration, fracture, device is unable to be retrieved.

Manufacturer narrative:
The gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy in thromboembolic diseases; emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced. Prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended.¿ a risk to benefit analysis was performed in order to assess the clinical risk of the filter penetrating the vena cava wall to the benefit to the patient. Based upon the data in the analysis, it was determined that the medical benefits of the bird¿s nest vena cava filter outweigh the residual risks to the patient. Patients with dvt are at a great risk of clots traveling to the heart at anytime. The bird¿s nest vena cava filters have been found to demonstrate good clot trapping efficacy in vitro studies. In addition, this device is designed to be placed in vena cava diameters up to 40 millimeters, a measurement that restricts some patients from the use of other devices. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook bird's nest on (B)(6) 2011. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.